Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that nearly 1 month after dental implant was installed in intraoral region 13#, its non-osseointegration was observed. The patient presented bone type iii, fenestration occurred during surgery, bone graft was executed and immediate load was performed.